Manufacturer narrative:
UDI = (B)(4). Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The reason for device explant was listed as functional undersensing-no malfunction. The physician noted that the electrode was coiled up in the pocket upon incision to remove the device. It was suspected that twiddler's syndrome had occurred in the past. Upon receipt, the electrode was twisted from the terminal end to the middle section. The electrode was put through and passed continuity testing (with manipulation). The electrode failed insulation integrity testing. The failure occurred between the sense a and hva conductive paths. The twisting of the electrode caused a tear in the outer insulation (molded insulation) and the hva cables wrapped around the sense a conductor. The damage is located at the distal end of the terminal connector. It was concluded that the damage to the electrode was consistent with twiddler's syndrome. No conductor fractures were observed.

Event description:
---

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. The patient was seen in-clinic for a device check and six untreated episodes ((B)(6) x2). The device and electrode system exhibited electrogram noise associated with oversensing of a baseline shift. The device and electrode were implanted on (B)(6) 2015. Patient isometrics were performed and no electrogram noise was reproduced. Similar electrogram noise was reproducible during device and pocket manipulation. The sense vector had been programmed to primary (200 bpm/240 bpm x1) and when reprogrammed to secondary, no electrogram noise was observed. Ts discussed the possibility of a connection issue. The cause of the baseline shift is hypothesized to be non-cardiac noise since no cardiac causes were identified when the strip was reviewed. Ts was informed that a chest x-ray had been ordered. Ts commented that the physician may consider performing an automatic set-up. Boston scientific received information from the local representative that a chest x-ray was obtained. The patient is scheduled to follow-up with the physician in one week to discuss the findings. An automatic set-up was not performed and the sense vector was manually set to secondary. No invasive intervention has been planned at this time. Boston scientific received information from the local representative that the patient was seen in-clinic to review x-rays. It appears that the patient may have pulled the electrode resulting in electrode fracture. The patient has been scheduled for an electrode extraction procedure.